Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, the sensor wire was not visible on the underside of the sensor pod. There was no indication of any portion of the wire remaining under her skin at the insertion site. At the time of her call to technical support, patient reported experiencing no discomfort and being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.